Manufacturer narrative:
Because the product was not returned, no physical or visual analysis of the product could be performed, and the lot number for this product is unknown; therefore, the manufacturing records could not be identified for review. The cause of the reported difficulties could not be determined. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it is an indicator only and it might not detect all perforations under all possible circumstances.

Event description:
User facility reported they attempted a novasure procedure but could not get the cavity integrity assessment (cia) test to pass after trying recommended troubleshooting. Physician used a second device and obtained a sounding measurement of 11.0cm. The physician was aware that the effectiveness of the novasure system has not been evaluated in patients with sounding measurement over 10.0cm but decided to proceed with the procedure. As the physician proceeded, another cia test failure was encountered. The physician examined the uterine cavity per hysteroscopy and confirmed a small uterine perforation.